Event description:
False low glucose alarms while attempting to sleep while wearing freestyle libre 3+ that were not recalled (they didn't answer their 24/7 chat): name: freestyle libre 3 a freestyle libre product software release version: 3 software full version: 3.6.6.12312, last 3 sensors: (B)(6), status: (B)(6), status: (B)(6), status: (B)(6)os version: 16 smartphone; model: sm-f766u (samsung), country: united states. Track blood glucose--(B)(6). Purchase date: 02/28/2026. Pt code: 2517. Device codes: 1012, 2460. Ref reports: mw5185250, mw5185251.